Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k number provided is for a similar product that is sold in the us. No sample is expected to be returned for evaluation.

Event description:
It was reported that the user tried but was unable to secure the obturator cap. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.